Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple no delivery alarms. Customer reportedly changed infusion set and reservoir multiple times and no delivery alarm persisted. Customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump passed the reset test with no alarm. The insulin pump had minor scratches on the display window and cracked battery tube threads.